Event description:
It was reported that the cot could not be loaded into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot could not be loaded into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer no longer needed assistance by stryker and resolved the alleged issue internally.